Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reported her blood glucose level went down into the teens and she passed out. Customer has had two episodes of this occurrence. Customer stated her father call the paramedics both times and she was given a metallic glucose substance through an IV to raise her blood glucose; did not need to be taken to the hospital either time. Customer attributes the low blood glucose level to her insulin sensitivity not being set correctly; assisted with adjusting her sensitivity. No product return was requested.